Manufacturer narrative:
The pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple inaccurate fill estimates were received. Reportedly, the customer was reusing cartridges and not following the proper air removal process during loading. There was no reported adverse impact to the customer's blood glucose level.